Event description:
It was reported that the left ventricular (lv) lead was exhibiting high thresholds and intermittent capture due to dislodgement. The lead was explanted and replaced. It was also reported that the right atrial (ra) lead was oversensing p-waves. Lead sensitivity was adjusted and the lead remains in use. It was further reported that the right ventricular (rv) lead was exhibiting far-field p-wave oversensing and non-physiologic oversensing. This was observed with bipolar and tip-to-coil sensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed and no anomalies were found. (B)(4).